Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post).the ventilator was not in use on a patient at the time of the reported event. The covidien service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory log. The se could not duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.